Event description:
The ortho summit processor instrument reportedly delivered stop solution unevenly to the microwells and did not alarm the operator of a malfunction. The operator invalidated the plate processing runs. No death or serious injury was associated with the incident.